Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported leakage. During flushing they noticed normal saline coming out from the exit site. The slowly removed the catheter and found a small hole after 3 cm. They removed the catheter. Additional information received 07/17/2024: the patient did not have any traumatic events, he started to leak fluids from the insertion site. The PICC was also working on aspiration, however. Pulling it out about 3 cm from the inside of the venous bed found a rupture of the device along the course. It was not a fissure but a rupture of about 2 mm.